Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit was broken during the surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the product could not be performed as the device was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.